Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Customer consumed carbohydrates, glucose tablets and soda to address bg level. Due to the bg level customer lost consciousness and required paramedic assistance. Customer "does not recall" what assistance was provided by paramedics. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.